Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit was received with the end cap broken off, missing motor, scratched keypad overlay and a scratched case. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test, the stop (idle) current and run current measurement tests,self test, off no power alarm test and a21 error test due to the end cap broken off and missing motor. Used a test motor in order to perform the pump trace history download and carelink upload.the unit was able to download the pump history file but it was corrupted. There was multiple a47 alarm in the pump alarm history screen due to corrupted history file.the test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that they went to emergency room to request back up plan for health care professional instructions. Customer was experienced low blood glucose level of 16 mg/dl and also they passed out. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.